Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer powered up to an error due to the connection of the link electronic module (lem) circuit board to the main processing unit (mpu) was loose. The connection was reseated. It was also noted that the system fan was noisy. Concomitant medical products: product ID 2067l radiofrequency head; product ID 229047 analyzer. (B)(4).